Event description:
It was reported that a (B)(6) old male patient underwent a pci procedure (percutaneous coronary intervention) on (B)(6) 2014. At the completion of the left circumflex pci, the physician elected to deploy a mynx ace 6f/7f vascular closure device to close the left cfa (common femoral artery) after performing a femoral angiogram. The vessel size was noted to be 7-8 mm. The physician followed all deployment steps according to the IFU and proctoring from the aci territory manager. The physician held firm flat pressure for 2 minutes after removing the device from the tissue tract. When assessing the groin after the 2 minutes, a 4-5 cm hematoma began to form around the access site. Manual compression was held for 15 minutes by the rt who was scrubbed in the case. The patient's groin was assessed at the end of the 15 minutes, at which time the groin appeared and felt stable. Due to the patient act (activating clotting time) being 348, it was advised by the physician to place a femostop on the left groin for 2 hours. The patient was hospitalized for reasons unrelated to the mynx.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1408001) indicated that the device lot met all established performance criteria prior to shipment.